Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, missing segments, battery out limit and failed battery test from the insulin pump. The customer's blood glucose reading was 102 mg/dl. The customer stated that she woke up in the morning and the pump stopped working. The customer stated that the buttons were not responding. The customer pressed the escape and act button and it stopped the screen. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did return. The customer was unable to run a self-test because of partial display with messing segments. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.